Event description:
The device was near elective replacement indicator, therefore, the device was explanted and replaced. During the replacement procedure, it was noted that the device had migrated slightly towards the axilla. The physician noted some blood on the lead connector which was cleaned and implanted successfully.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following a patient notification. During the interrogation, an increase in defibrillation impedance was noted on the device. Provocative testing and x-ray imaging were performed, however, the results were inconclusive. Technical support was contacted and an agreement of encapsulation was determined. The device was near elective replacement indicator, therefore, the lead was explanted and replaced. During the replacement procedure, it was noted that the device had migrated slightly towards the axilla. The physician noted some blood on the lead connector which was cleaned successfully. The patient was stable.